Manufacturer narrative:
(B)(4). The customer alleges that during the puncture, the needle detached. However, the customer also indicates that there was no patient consequence because the detection was noted prior to use on the patient.

Event description:
The customer alleges that during the puncture, the needle came out of the metal part of the plastic part.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the introducer needle with no relevant findings. The probable cause of the needle cannula detaching from the hub could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during the puncture, the needle came out of the metal part of the plastic part.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars)/introducer needle assembly. Visual examination of the returned components revealed that the needle cannula was separated from the needle hub and the needle hub remained attached to the ars tip. Microscopic examination revealed that one small drop of adhesive was present on the upper end of the needle cannula; however, there was no evidence of the adhesive inside the needle hub. No other damage or signs of force were observed with the returned assembly. The cannula length measured 7.3cm to the tip, which meets the length specification. A 0.032" lab inventory guide wire was inserted through the cannula to confirm that the cannula was not blocked. The wire passed through with no resistance. A device history record (DHR) review was performed on the introducer needle with no relevant findings. The reported complaint of the needle cannula separated from the needle hub during the puncture was confirmed through visual examination of the returned complaint sample. The needle cannula was detached from the hub with only a small drop of adhesive present on the proximal end of the cannula. Other remarks: there was no evidence of adhesive inside the needle hub. Based on the condition of the needle as returned, the probable cause is manufacturing assembly related. A non-conformance request, (B)(4), was initiated to further investigate this complaint issue.

Event description:
The customer alleges that during the puncture, the needle came out of the metal part of the plastic part.